Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a burch suspension procedure on (B)(6) 2007. It was reported that following insertion the patient underwent two excisions on two different occasions due to erosion. It was reported that the patient underwent another sling procedure using pig skin graft two months after the second mesh excision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to sui. It was reported that the patient experienced pain, erosion, urinary problems, bowel problems, recurrence, dyspareunia, and vaginal scaring. It was reported that the patient underwent another procedure on (B)(6) 2007.

Manufacturer narrative:
Date sent to the FDA: 09/29/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent revision of the sling on (B)(6) 2003 by (B)(6) at (B)(6) medical center. It was reported that the patient underwent revision of the sling on (B)(6) 2003 by (B)(6) at (B)(6) medical center.